Event description:
Customer called to report that the insulin pump alarmed motor error. Customer also stated that the insulin pump alarmed no delivery. Customer's blood glucose levels were not included in the report. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the insulin pump and passed. The insulin pump was received with minor scratches on lcd window, cracked battery tube threads and broken belt clip slot.